Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for this event. The patient was treated with injection of vancomycin stat dose (1 gm, every 5th day, ip) and an injection of fortum (1 gm, twice daily for 14 days, ip). At the time of this report, the patient outcome was unknown. No additional information is available.